Event description:
A report was received from a dentist's insurance carrier regarding a pt who experienced an incident with an accuject dental needle. It was reported an accuject dental needle broke off at the hub and became imbedded in the tissue of the pt. The dentist refferred the pt to an oral surgeon, who retrieved the broken needle surgically. The surgeon reported no problems. The pt reported paralysis and numbness after surgery. The reviewing co dentist determined the events medically significant. Further info requested. Follow-up info received on 03/09/2000 indicated the pt was seen in the dental clinic for complaints of pain and pressure of pt's "wisdom teeth" in 1999. The teeth were determined to be decayed or fractured with pulpal involvement and edematous gingival tissue. The dentist proceeded with a simple extraction of teeth #1 and #32. During the mandibular nerve block, the accuject dental needle (30 gauge short) broke from the hub, remaining in the soft tissue. Attempts to remove the needle by enlarging the flap were unsuccessful. The pt was referred to an oral surgeon, who was also unable to immediately locate the needle. The pt was required to return, and the needle was removed in the operating room. The pt now reports paralysis and numbness in this area.

Event description:
Add'l info rec'd from distributor 11/03/200: follow-up info received indicated the pt was seen in the dental clinic for complaints of pain and pressure of "wisdon teeth". The teeth were determined to be decayed or fractured with pulpal involvement and edematous gingival tissue. The dentist proceeded with a simple extraction of teeth #1 and #32. During the mandibular nerve block, the accuject dental needle (30 gauge short) broke from the hub, remaining in the soft tissue. Attempts to remove the needle by enlarging the flap were unsuccessful. The pt was referred to an oral surgeon, who was also unable to immediately locate the needle. The pt was required to return and the needle was removed in the operating room. The pt now reports paralysis and numbness in this area. Follow-up info (medical records) was received from an attorney. The pt presented to the oral and maxillofacial surgeon's office for removal of a needle lodged in soft tissue during a dental procedure. The objective clinical findings showed a panorex radiograph with a retained foreign body in the right mandibular region. The needle was successfully removed using fluoroscopy in the operating room the pt returned to the office and all areas appeared to be healing well. Pt had full sensation throughout, no numbness of lips, cheeks, gums, or tongue. Four days later the pt returned for follow-up, swelling had decreased. Pt had limited opening of mouth, status-post surgery and swelling. Had no residual numbness in lip or tongue region, possibly a small amount in right cheek. Pt was able to open approx 20mm without deviation. A month later pt was opening well with an occassional unconfortable feeling in right cheek region. The following month the pt presented for extraction of a painful tooth #17. The extraction was performed under IV general anesthesia. A small amount of buccal bone was removed with a tapered fissure bur under copious irrigation. The procedure was performed without complications. A week later the pt returned for a follow-up status-post extraction of a wisdom tooth. All areas appeared to healing well; pt was having some soreness and recurrent swelling in left mandibular region. Next month the pt presented with an occasional sensation of fullness in right cheek and an occasional abnormal sensation on the skin of right cheek when they eat. Physical examination showed no tenderness to touch in either mandibular area. Both areas appeared to be healing well. Sensation could be elicited in the right lingual area and the right buccal area.